Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history evaluation/review was attempted: no service history review can be performed as part number 311.01 with lot number(s) 5286142 is a lot/batch controlled item. The manufacture date of this item is 10-jul-2006. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records was conducted. The report indicates that the: DHR review for part#311.01 lot# 5286142 release to warehouse date: (B)(6) 2006 supplier-(B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hospital's material manager discovered a broken quick coupling handle in two pieces during sterile processing. The event occurred postoperative with no patient or surgical involvement. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service and repair evaluation was completed: the customer reported the handle broke into two pieces. The repair technician reported handle cracked/broken as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The handle with mini quick coupling (311.01) is a screw insertion/removal driver utilized in ten technique guides including: 1.5mm modular lcp, mini tibial plateau leveling osteotomy and screw removal. The handle was returned to service and repair where the complaint condition was able to be confirmed and the device was deemed unrepairable. The instrument was forwarded to customer quality where the device¿s phenolic handle was found to be broken; all fragments returned. No definitive root cause was able to be determined however the device handle was composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. As the device is 10+ years old (manufactured june 10, 2006), instrument age likely contributed to the complaint condition. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level and handle. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. No service history review was possible as the device is lot/batch controlled. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.